Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had random no delivery and unresponsive buttons. Customer's blood glucose value was unknown at the time of the incident. Customer will not return device for analysis.